Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarm was noted during testing. No moisture damage found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 21 mmol/l. Customer doesn't recall any significant event leading to the alarm. Customer was advised to the device need to be replaced. Customer had already reverted to back up plan and is returning the device for further analysis.